Event description:
The customer reported that the system would display a system corrupted message and would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The software was reloaded. The system was tested and found to be working as intended and put back into service.